Manufacturer narrative:
B3 is unknown. One device was received for evaluation. Visual inspection found damaged dso seal and the seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump was in for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.